Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for this type of event is by excessive force being applied on the device during use and/or torquing when the screw is already seated. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, while the surgeon was screwing in the base plate, he inserted the inferior screw first - locking not fully seated; the surgeon then followed with the insertion of the superior screw, again, locking not fully seated. Lastly, he inserted the non-locking central screw and this time, it fully seated. While final tightening of inferior locking screw the medium screwdriver shaft tip bent and the driver tip broke-off into the screw head shearing off the head of the screw. The driver tip remaining in the patient was burred down and the case was completed. Follow-up investigation: no x-ray was taken to try and locate the broken driver tip. There were very small fragments and surgeon used irrigation to wash out. No unplanned incisions were made. Surgeon had to use a burr to smooth down the broken screw. Broken screw head was discarded at time of procedure. Torque indicating adapter was not used.